Event description:
Event 1 [redacted date] cardiac ICU: "IV pump was found to not be infusing medication (heparin). Did not alarm upstream or downstream occlusion. The bag of heparin was found to be completely full, and patient had subtherapeutic ptt after increasing dose. Rn changed out pump and tubing and sent IV pump to clinical engineering." Event 2 [redacted date] ped med cardiac serial [redacted number]: pt running tpn through baxter pump overnight, around 0400 bag was inspected and looked like not enough was missing. Pump seemed to be dripping slower than rate and making a funny noise. Brought in other nurses to inspect and came to conclusion to switch the pump. Once tpn line was running through a new pump the drops were falling more rapidly and bag was emptying at the appropriate rate. Md was notified at the time, no symptoms experienced by patient. Pump has been removed from use and sent for inspection. Event 3 [redacted date] labor and delivery serial [redacted number]: "young adult g1p0 at 39+1 who presented on [redacted date] with premature rupture of membranes. She was to receive pitocin for induction of labor. This evening the patient's nurse, a, noted that the same bag of pitocin was hanging from the morning when she left as her initials were on the bag. She realized that the pitocin did not appear to be infusing for the entire day shift from 7am to 7pm. This information was discussed with the patient. On [redacted date], one of our night nurses realized that the bag of oxytocin that was infusing all day long was still full. As she assessed the pump set-up, she realized the clamp above the pump was still closed. This resulted in the patient not receiving any medication all day long and also a great catch as the ob team was starting to discuss the need for a cesarean delivery due to inability to make labor progress. The issue in question is that if there was an upstream occlusion, how was the nurse able to titrate the medication up all day long? If the upstream occlusion pump is activated, there is no going around it, so how was she able to titrate the med and why did the pump think it was running when it wasn¿t? I was hoping to get a report from the stand point of the pump and the mar." Event 4 [redacted date] (B)(6): "epic order number [redacted number] - docetaxel 138mg in 250ml nacl dehp free #1 doesedge ID number [redacted number], baxter solution set with duo-vent non-dehp - 2r8875, lot (10)r23g22086. #2 doesedge ID number [redacted number], baxter nitroglycerin set with duo-vent - 2c7551, lot (10)r23j25086. Spectrum iq pump experiencing downstream occlusion. Replaced the line of the first dose with a new line of the same lot and pump still had downstream occlusion. Remade medication with a new reference numbered line and did not experience further issue. (See other rl submitted by myself for issue with this second reference numbered line)" manufacturer response for spectrum iq IV pump, spectrum iq IV pump (per site reporter) ongoing issue.